Manufacturer narrative:
A1 patient identifier corrected from (B)(6). B5 describe event or problem: updated b7 other relevant information: updated. D2 common device name: corrected from lotus edge tm valve system 21 mm to lotus edge tm valve system 25 mm.

Event description:
Reprise IV study - CT sub study cohort. It was reported that left bundle branch block (lbbb) occurred. The subject was enrolled into the reprise IV study in (B)(6) 2019 and the index procedure was performed on the same day. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 25 mm lotus edge valve. There was correct positioning of the prosthetic heart valve into the proper anatomical location. On the same day of the index procedure, post transaortic valve replacement, the subject was noted with lbbb. Of note, no conduction disturbances were noted post balloon valvuloplasty. Electrocardiography and telemetry were performed as diagnostics for the event. No action was taken to treat the event. Two days later, the subject was discharged. It was further reported that: prior to the index procedure, heparin or another anticoagulant was given and the patient was on a prior regimen of aspirin or any other antiplatelet medications at the time of index procedure. The patient received a loading dose of 81 mg of aspirin and 300 mg of clopidogrel. The patient was discharged on aspirin and clopidogrel.

Event description:
(B)(6) study, (B)(6) study cohort. It was reported that left bundle branch block (lbbb) occurred. The subject was enrolled into the (B)(6) study in (B)(6) 2019 and the index procedure was performed on the same day. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 25 mm lotus edge valve. There was correct positioning of the prosthetic heart valve into the proper anatomical location. On the same day of the index procedure, post transaortic valve replacement, the subject was noted with lbbb. Of note, no conduction disturbances were noted post balloon valvuloplasty. Electrocardiography and telemetry were performed as diagnostics for the event. No action was taken to treat the event. Two days later, the subject was discharged.